Event description:
A us distributor returned a monitor and reported monitor does not power up.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (not powering on) has been confirmed. Upon investigation the monitor would not fully power on. The monitor had a defective pxa u104 on the computer/analog board. The root cause for the flash memory failure could not be positively identified. There was no adverse event that resulted from the damaged monitor.